Event description:
Customer states: "we had a catheter that shredded off in the patient. Fortunately, it was seen floating around in the bladder. It was able to be removed during the same procedure. No additional harm to patient known".

Manufacturer narrative:
One opened package with one catheter was received as well as a cut out section of the catheter. The cut out section was noted to begin at the 20cm mark to the 21.5cm mark. The section cut out was noted to be 28.5mm in length and 2mm wide. Upon close examination of the catheter, scrape marks were noted beginning at the 21.5cm mark to the 27cm mark. The section cut out was placed on the catheter and noted to have mating fractures; all pieces were removed and returned. The customer indicated that the entire procedure as well as the retrieval was performed through a scope and no additional harm to the patient. The catheter has been cut by an instrument of undetermined origin; customer use error.